Manufacturer narrative:
The investigation into the failed delivery issue has been completed. Product was not returned for investigation. Per clinical, both the pump and the 14x25 introducer encountered difficulty when attempting to pass through the iliac lesion. The cause of the delivery issue was patient condition related to iliac lesion, based on provided clinical details. (Diseased/small vessels).

Event description:
The user facility reported a 66-year-old male noted as high risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. During attempted delivery, resistance was met in the proximal iliac and the device could not advance due to an existing left iliac lesion. The sheath was exchanged to allow access across the lesion, however the delivery attempt still failed. The implant was subsequently aborted as a result of the existing condition. There was no patient harm.